Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed.

Event description:
It was reported that an unspecified bd pen needle was found to be damaged during use. The following was reported by the initial reporter: "it was reported that the different gauge size caused bleeding. Verbatim: consumer reported pen needle user when using a different gauge size it caused bleeding. Lot # unknown- discarded box catalog# unknown discard box date of event unknown about a month ago sample status discard."